Event description:
It was reported that the patient presented to the emergency department with weakness. An interrogation revealed the right ventricular (rv) lead had high threshold. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted: (B)(6) 2006; 305u25 tissue valve, implanted: (B)(6) 2006. (B)(4).